Event description:
Per the info provided to co by the physician's office, the device was removed due to a "hole in ribs of pump." As reported to us, the entire device was removed and replaced with the same model device, produced by the same MFR.